Event description:
It was reported that the customer was hospitalized three times in the past three months for high blood glucose and diabetes ketoacidosis. The spouse stated that the insulin pump alarmed no delivery. It was stated that the cannulas were straight when the infusion sets were changed. Troubleshooting was performed. The husband stated that the customer changes the infusion sets and reservoirs every four days. Advised customer to use the infusion sets and reservoirs every two to three days to avoid infections and scar tissue. Also, it was stated that the customer stores the insulin in the refrigerator and fills the reservoir right from the refrigerator. Reviewed the programming on the device and it was correct. Ran a fixed prime test and the insulin pump passed the test. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing, it was concluded that the device operated within specifications.